Manufacturer narrative:
This event occurred in (B)(6). The field service representative found a misadjusted bead mixer on the analyzer and bubbles in the reagent pack. He replaced the bead mixer paddle, which appeared to fix the issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys hcg + beta results for 1 patient sample on a cobas e411 immunoassay analyzer. The initial result was 0.100 miu/ml with a data flag and the repeated result was 0.100 miu/ml with a data flag. The results were not reported outside of the laboratory. The sample was repeated using a new reagent pack and the result was 78.73 miu/ml. On (B)(6) 2021 the sample was rerun using the same reagent pack and the result was 79.72 miu/ml. The results obtained with the new reagent pack were considered to be correct. The reagent lot number is 47048901 with an expiration date of 30-sep-2021.